Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: microscopic investigations show that the cruciform recess at the head of the screw is plastically deformed post production. The visible signs clearly indicate that the screwdriver was not properly inserted into the recess prior to applying high torsional force for insertion. As result of this damage it was not possible to hold the screw as intended. We can confirm the visible damages are not from any manufacturing non-conformity. Functional test: na. As the damage can clearly be identified as caused post-manufacturing by the user, no functional test is required. The complaint condition can be replicated with the returned device. Because of the deformation to hold of the screw with the screwdriver was not possible. Due to the damages, no dimensional check can be performed. Drawing/specification review: not applicable as misuse could be identified and documented as root cause for the reported problem. No product fault could be identified. The visible damages which resulted in the complaint condition are caused post-manufacturing by the user while insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot; please note, this DHR review is for sterilization procedure only: part no.: 04.503.206.04s; lot no.: l676949; manufacturing location: bettlach; release to warehouse date: 30.nov.2017; expiry date: 01.nov.2027; non-sterile 04.503.206.20 / h470307 was manufactured in us, monument. Manufacturing location: monument; manufacturing date: 05-oct-2017; part number: 04.503.206.20, ti matrixmidface screw self- tapping 6mm; lot number: h470307 (non-sterile); this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: dzl. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2018, during an unknown surgery, the surgeon recognized that one (1) out of four (4) matrixmidface screws could not be held. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was a reported surgical delay of less than thirty (30) minutes. There was no adverse consequence to the patient. Concomitant devices reported: matrixmidface screws (part# 04.503.206.04s, lot# l676949, quantity 3) this report is for one (1) screw ø1.5 self-tap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: corrected event description and concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown surgery, the surgeon recognized that one (1) out of four (4) unknown screws could not be hold. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was a thirty (30) minutes surgical delayed reported. There was no adverse consequence to the patient. Concomitant device reported: screws (part# unknown, lot# unknown, quantity 3). This report is for one (1) screw ø1.5 self-tap. This is report 1 of 1 for complaint (B)(4).